Event description:
It was reported that during use of the fusion oxygenator, there was a pressure increase to over 550 millimeter hg within 5 minutes, and only 50% of the calculated flow was possible at the end. The procedure started with an act of 403 on the machine, with pressures at full flow around 250 millimeter hg and a flow of 4.9 liters. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional informatio b5: medtronic received additional information that 40,000 units of heparin were administrated through anesthesia during priming also. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that 10.000 i.e. Of heparin were used during priming. The pre-oxygenator pressure increased after 5 minutes to over 550 mmhg and there was a flow reduction of 50% at a calculated flow of 4.9 l/min. The arterial temperature was 31.8 °c and the venous temperature was 35.8°c correction d4: expiration date added. Correction e1: phone number updated. Correction h4: device mfg date added. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.